Manufacturer narrative:
Doctor cannot find the surgical guide anymore. Investigation was conducted using the digital files and device history record.

Event description:
When the doctor used the guide in surgery, trajectory was too buccal and the drill perforated the buccal plate. The drill ended up on the external oblique ridge and not close to the extraction site. Afterwards, the doctor bone grafted the patient.